Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. During troubleshooting with the manufacturer's field service engineer (fse), the customer discovered that the circuit had a plug in it for a previous test. After realizing the cause of the failure, the customer was able to resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
It was reported that the unit failed airflow testing. There was no patient involvement.